Event description:
It was reported that the device was not reprogrammed in (B)(6) 2019. Further episodes of post-paced t-wave oversensing were occurring. The physician reprogrammed the device successfully on (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, episodes of post-paced t-wave oversensing was noted on the device. Device reprogramming is anticipated and the patient was stable with no consequences.

Event description:
Additional information received indicating that the device was successfully reprogrammed to resolve the event.